Event description:
During a patient services representative's (psr) patient training session. Sales rep reports the psr programmed the monitor with a battery pack, the battery pack fit into the monitor without difficulty. Psr then removed the battery pack. When attempting to train the patient the psr could not get either battery pack back into the monitor. Psr tried a reasonable amount of force but discontinued when it became apparent that there was a problem. Psr replaced the equipment and returned the monitor and battery packs for evaluation.